Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited crosstalk. Atrial activity was being sensed by the ventricle. The physician had a question pertaining to tick marks and fallback (fb) during a mode switch. Boston scientific technical services (bsc ts) discussed that the down tick marks have to do with markers, and not paced/sensed events. The fb is just a reminder that a mode switch is in progress. Bsc ts verified that an atrial sense (as) that falls into what would be the atrio-ventricular delay(avd) period does get marked as as. It should be noted that there was no pacing inhibition of greater than 2 seconds, and there were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.